Event description:
On (B)(6) 2011, pt reported having issue with the display on the infusion device. Pt stated, the infusion device has incomplete characters. Pt reported there is a dark streak that goes from the left to the right of the display screen. Pt stated, he attempted to insert numerous batteries but that did not solve the issue. Pt reported, the dark streak affects the basal rate area so sometimes he is unable to view. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.